Event description:
A customer contacted beckman coulter inc., (bci) regarding a false positive total bhcg result generated by the unicel dxi 800 access immunoassay system one patient sample. Subsequent testing on this and on a different instrument produced lower results within the normal reference range. The false high result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin plasma tube. All three levels of bhcg qc were within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was dispatched: the fse performed the required protocol testing and all results passed within instrument specifications. No issues were noted by the fse. A clear root cause for this event has not been determined to date.